Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were multiple bd¿ luer-lok syringe 60 ml with broken plungers, before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd didn't receive any physical samples for evaluation but was provided with a set of photos to review. Our quality engineer reviewed the provided photos and determined that there was damage to the thumb press shown in them. Based on evaluation of the provided photos the engineer was able to verify the reported failure mode. A review of the device history record revealed zero defects found during this production run. This most likely occurred when the syringe was involved in a jam and then broke loose during the assembly process. This appeared to have been an isolated incident as this was the first reported issue of damaged plunger rod reported for this lot. No corrective action is required at this time. This is the first complaint for damaged rod on this batch. 12 syringes were reported as defective out of 40,500 resulting in a .029% defect rate. The acceptable quality limit for this defect in manufacturing is .40%. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were multiple bd luer-lok syringe 60 ml with broken plungers, before use. There was no report of exposure, injury or medical intervention.